Event description:
It was reported that the transport ring on the 6800 system was loose. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The mounting bolts to the rear handle on the workstation were tightened. The system was tested and found to be working as intended and placed back into service.